Event description:
Customer reported via phone call their blood glucose readings were low. Customer states that their back light of the insulin pump is not working. The blood glucose reading was between 40 to 50 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.